Event description:
Continuous renal replacement therapy was in process when access line (red port) detached from access tubing. Patient was connected while this occurred. Nurse was readying flushes to trouble shoot lines due to machine alarms at the time. Direct patient line locked immediately to avoid air embolisms or other possible problems. No harm done to patient. Estimated blood loss of 500 ml resulted. The tubing severed below the connection point.